Event description:
The catheter was inserted in a pt by nursing staff and checked for placement. The balloon that secures the catheter in place was inflated to 1.5 cc with normal saline per the MFR's instructions. The pt was sent to the raiology dept for an ultrasound and a vcug. On completion of the abdominal ultrasound the pt was sent to have the vcug done. The tech performing the vcug noted leakage around the catheter and the catheter was removed. On close inspection of the catheter the staff found the balloon ruptured. All staff involved followed proper procedure and technique.